Event description:
Staple load loaded (covidien 030451, 30mm, vascular). Tested with opening and closing the jaws before going down the laparoscopic port. Surgeon opened the jaws on the renal vein. Closed the jaws and the trigger would not move. So a second similar load was tried in the same gun like handpiece (stapler) and fired correctly.